Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that initially during a lead revision procedure, the set screw was able to be removed from the implantable cardioverter defibrillator (ICD); however, once the new lead was fixed in the ICD header, the physician was not able to unscrew the set screw again. It was noted that the set screw was ¿rotating freely¿. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.